Event description:
Technician alleged brake and steer casters were ratcheting.

Manufacturer narrative:
Technician found the casters were worn. The swivel casters were dry rottied. He replaced all casters to resolve. No injury reported.